Event description:
It was reported that when the patient presented in the operating room to implant subcutaneous coil due to high defibrillation threshold, lead dislodgement was observed through x-ray. Upon lead extraction, calcification was noted. Lead was successfully replaced. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the distal tip measuring 76.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.